Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that an increase in high pacing threshold as well as loss of capture was noted with this cardiac resynchronization therapy defibrillator (crt-d). The device battery was previously eight and a half years and most recently predicted two years remaining. An inquiry regarding if repositioning the right ventricular (rv) lead and obtaining optimal pacing thresholds would impact the device battery was discussed. Boston scientific technical services discussed the impact of longevity and noted the estimated longevity was approximately two point one years, and if output settings were reduced, an increase in longevity was predicted. No adverse patient effects were reported. At this time the device remains implanted.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that an increase in high pacing threshold as well as loss of capture was noted with this cardiac resynchronization therapy defibrillator (crt-d). The device battery was previously eight and a half years and most recently predicted two years remaining. An inquiry regarding if repositioning the right ventricular (rv) lead and obtaining optimal pacing thresholds would impact the device battery was discussed. Boston scientific technical services discussed the impact of longevity and noted the estimated longevity was approximately two point one years, and if output settings were reduced, an increase in longevity was predicted. No adverse patient effects were reported. At this time the device remains implanted. Additional information noted that this patient was brought in for a follow up and the rv pacing thresholds continued to measure high, a lead repositioning was going to take place but due to an occluded superior vena cava the procedure did not take place. The patient will be seen at a later date for a possible system extraction and re-implantation.